Event description:
On (B) (6) 2010, the pt underwent repair of a large ventral hernia, small bowel resection and repair with strattice mesh. On post-op day 10, the pt returned to the operating room for an exploratory laparotomy due to CT scan suggestive of disruption of the previous repair. During the second surgery, the previously placed mesh was found to have completely disintegrated - the majority of which turned into a soft gelatinous material. A new repair was performed.